Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 260 mg/dl at the time of event. A system check was performed with tandem technical support and no issues were identified. Reportedly, the customer cleared the alarms and resumed insulin delivery.